Event description:
The customer reported that a staff member while handling a rack that held multiple smaller racks, stated that one of the racks containing samples in it on the alinity I processing module had fallen out and serum had splashed in the employee¿s face and eyes. The employee was wearing a face mask however, no eye protection was worn. The employee sought treatment to clean the serum from the face. The customer was unable to provide further information about the employee receiving any other type of medical treatment due to confidentiality of medical records. There was no further harm to the patient and no adverse impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An instrument service history review for alinity I processing module (ai21447) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. Tracking and trending was reviewed and did not identify any related trends. The device history record was reviewed and did not identify any non-conformance, potential non-conformance, or deviations. No similar issues for splashing were identified as described in the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.